Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Due to wear of the angle wire, the play of up/down knob was out of the standard value and the bending angle in the up/down/left direction did not meet the standard value. Due to deformation of forceps elevator lever, the up/down knob could not be locked securely. The objective lens had a chip. The light guide lens, bending section cover glue, connecting tube, universal cord, video cable, video connector case, and electrical contact of video connector had a scratch. The plastic distal end had a dent. The bending section cover had wear. The image guide protector had a cut. The control unit is dirty, s-cover, right/left knob were dirty. Switches one, two, three and four, the protector of universal cord on control section side, and the universal cord had discoloration. The universal cord was deformed. Due to clogging of the nozzle, the water removal ability did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the olympus representative, the gastrointestinal videoscope had free play (reduced angulation) in both of the knobs. No patient harm reported. During the evaluation of the device, it was noted the nozzle had foreign material due to incorrect or insufficient reprocessing. This report is to capture the reportable malfunction of foreign material on the nozzle due to incorrect or insufficient reprocessing noted at estimation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter.

Event description:
Additional information was received from the reporter. The issue was found during preparation for use. The procedure was not impacted.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 09-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the air/water nozzle was clogged with foreign material such as body fluid or an adherent came from used chemical detergents because the reprocessing after the previous procedure was inappropriate. A definitive root cause cannot be identified. Instructions for use (IFU) states the following: " perform precleaning immediately after procedure. Otherwise, residual organic debris originated from patients will solidify, and it may not be removed by reprocessing remove clogging by feeding water to a/w channel at precleaning clean the external surface of the endoscope using clean gauze or sponges while paying attention not to remain foreign material at the nozzle opening. Method for feeding detergent solution to the a/w channel and rinsing detergent solution from the a/w channel. In case the endoscope is excessively dirty, and/or immediate cleaning cannot be performed, immerse the scope in detergent solution before manual cleaning." Olympus will continue to monitor the field performance of this device.